Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for a low amplitude r-wave measurement. The physician was notified. The caller had reported that manual r-wave measurements are within normal limits and was asking why daily measurements would be different than the manual measurements. It was also reported that there was noise on the ventricular channel resulting in nonsustained episodes and pacing inhibition. It was reported that there were no adverse patient symptoms, as the patient has a good intrinsic rhythm. No adverse patient symptoms were reported.